Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -10.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023 as a replacement lens. The patient still experienced low vaulting. On (B)(6) 2023 the lens was exchanged with a longer length lens but the problem was still not resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).